Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. No damage was observed anywhere on the set upon visual inspection. Functional testing found that the leak originated from the filter vent. The probable cause of the filter vent leak was an oversaturated and wetted out filter.

Event description:
The customer reported that a leak was noticed at the filter of a set infusing tpn to a uvc (umbilical venous catheter). The blood glucose was checked (results not provided). There was no report of any lasting adverse effect to the patient.

Manufacturer narrative:
Additional information provided from customer medwatch (B)(4).

Event description:
A copy of the customer¿s medsun report was received from the FDA and states: ¿piv (peripheral intravenous) & PICC (peripherally inserted central catheter) lines infusing tpn (total parenteral nutrition) were found to be leaking at the filter. The filters were mated to the stopcocks. The tubing was attached to the patient at the time of the events but no patient harm was noted. No cracks were noted in any of the filters. There were 14 separate incidents with this particular type of filter during a one month time period.¿

Manufacturer narrative:
Correction to follow up 1: omit user facility report # (B)(4).

Event description:
The customer reported that a leak was noticed at the filter of a set infusing tpn to a uvc (umbilical venous catheter). The blood glucose was checked (results not provided). There was no report of any lasting adverse effect to the patient.